Event description:
The actual complaint sample was evidently destroyed & thus not available for evaluation. Fourteen devices from lot #w039923a were returned. Their review of the lot history, shipping & sterilization records did not reveal any anomalies or events that could have caused the reported problem. The returned samples were visually examined for incomplete/improper assembly & no irregularities were noted. No damage was noted to any of the needles, bevels, or stylet assemblies using 20x magnification. Next pull tests were performed on the needle/sheath assembly on 7 of 14 units using a chatillon force gauge which was set on tension force for a speed of 5 in/min. The results of the tests showed that 3 units experienced some difficulty when removing the needle, the remaining four devices were acceptable. All the devices functioned properly & met all of our required specifications. Nonetheless, to improve product performance & enhance customer satisfaction we will immediately implement a 5 pound maximum in-process needle withdrawal force requirement. In addition, other beneficial actions to improve the needle withdrawal force are currently in the validation stage.